Event description:
It was reported that following a stenting treatment procedure, patient death occurred. Patient was admitted with st elevation myocardial infarction and vf cardiac arrest. The 100% stenosed target lesion was located in a saphenous vein graft (svg) to 1st diagonal with timi 0 flow. The lesion was pre-dilated with a 2.5x15mm non-bsc balloon inflated to 6 atms for 8 seconds resulting in 50% residual stenosis. An iabp and tvp was placed the 3.0x16mm promus element plus stent was then deployed at 10 atms for 9 seconds. Post dilation was not required to obtain adequate strut apposition. Post deployment angiography revealed <10% stenosis with timi 3 flow. The physician commented that the product had no issues and procedure was ok. It was reported that the patient expired the following morning due to cardiogenic shock.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).